Event description:
Patient was implanted with prodisc-l at l5-s1 on (B)(6) 2011. It was reported the prodisc-l dislodged anteriorly after patient was kicked from behind, out the door and fell down the stairs by her boyfriend approximately 2 weeks post-operatively. Surgeon is considering revision surgery or posterior fusion with pedicle screw, but has no plans at the moment to revise the patient. This is 2 of three reports for this event.

Manufacturer narrative:
The device was used for treatment not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. The product development evaluation records revealed, the anterior dislodgement of the prodisc-l in this case is most likely a result of the clear traumatic event reported during the initial postoperative recovery period. Other potential causes include placement too far anterior, oversizing of the device, limited posterior release with incomplete, or posterior element fracture. Based on the information given the root cause of the complaint are unable to be determined.

Manufacturer narrative:
The raw material and manufacturing records were reviewed and there were no manufacturing discrepancies relevant to this complaint. The investigation could not be completed as no product was returned.